Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the right atrial lead dislodged and was repositioned successfully. One hour post implant the lead dislodgement was confirmed via fluoroscopy. The pocket was re-opened and the lead was explanted without issue. The patient was in stable condition post procedure.